Manufacturer narrative:
(B)(4); as no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection and erosion. It was reported that the patient developed hematoma after this device was implanted. Hematoma evacuation was done but the incision continued to be open and failed to heal. Hence, the physician decided for a device extraction and treated the patient with antibiotics. This device was explanted. No additional adverse patient effects were reported.